Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device had insufficient / no energy delivered.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Alleged failure: the probe is defective and stopped working during surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short (due to polyimide pins' direct contact with the hood and causing short), lack of glue around the polyimide glue could have been scratched during the placement of the hood, or damage during pin bending. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.